Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report 1 of 3 received from an international affiliate of air noticed distal to the tubing cassette. The report states, "air was noticed in the distal part of the set (below cassette)." No specific programming parameters were provided.